Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi, 332, 343, 180 and 309 mg/dl. The customer's expected fasting blood glucose test result is under 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/16/2019 and customer did not know when the vial had been first opened. The meter memory was reviewed for previous test result history: (B)(6).